Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 22/sep/2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. During follow-up, the patient confirmed he presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drugs, dosages, durations, and frequencies are unknown. On (B)(6) 2023, the patient¿s preliminary peritoneal effluent fluid cultures returned positive (organism unknown) and the nephrologist ordered the removal of his pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient began undergoing hd therapy while hospitalized without issue, and following discharge on (B)(6) 2023 he began outpatient hd therapy on (B)(6) 2023. The patient stated he will not be returning to pd as it was not a good fit for him. The patient stated he was unaware of what may have caused the infection but did not feel it was related to a fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and transition to hd. Per the patient the cause of the peritoneal is unknown, however the patient felt it was unrelated to a fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2023. During follow-up, the patient confirmed he presented to the emergency room with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics; however, the drugs, dosages, durations, and frequencies are unknown. On (B)(6) 2023, the patient¿s preliminary peritoneal effluent fluid cultures returned positive (organism unknown) and the nephrologist ordered the removal of his pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient began undergoing hd therapy while hospitalized without issue, and following discharge on (B)(6) 2023 he began outpatient hd therapy on (B)(6) 2023. The patient stated he will not be returning to pd as it was not a good fit for him. The patient stated he was unaware of what may have caused the infection but did not feel it was related to a fresenius product(s) and/or device(s).